Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with lumbar spinal stenosis suggested for spinal therapy. Event occurred intra-op. Levels implanted l3/4/5. It was reported when inserting the cage, the cage did not move forward and it was removed for once. Then it was unable to be removed, and remover was used, but the cage side of the contact part between the remover and the cage was probably broken and it became unable to be grasped. After that, when it was tried to be removed with pliers or tried to insert it deeply using an inserter, it was noted that the cage was broken because there was a timing that only the marker on the opposite side moved and the marker on the approach side did not move. After that, the fragment on the approach side could be retrieved, but the contralateral side remained in the body. Patient symptoms are unknown. Device status unknown. No further complications reported. Update the part that could not be removed remained in the patient's body. The removed part was discarded at the hospital. Olif for lumbar spinal canal stenosis. No symptoms occurred to the patient.